Manufacturer narrative:
The customer saw imprecise vitros amon results on qc samples. Ocd field service evaluated the vitros 5,1 fs analyzer and found damaged/worn incubator clips in the incubator used to process amon. The field engineer replaced the incubator caps and cleaned the incubator. Precision testing, post service, was within specifications. Ocd field service performed repairs to return device to expected operation. The root cause was determined to be incubator contamination caused by damaged and worn incubator clips. Field service of the device has resolved the issue. No patient results were misreported and no patient harm has been alleged as a result of this event.

Event description:
An ocd customer observed imprecise quality control results for the vitros amon assay on a vitros 5,1 fs analyzer. The customer observed the imprecise results on 1 nov 2007, 10 nov 2007, 19 nov 2007, and 20 nov 2007. The customer did not report the event to ocd until 26 nov 2007. There was no allegation of misreported patient results and no allegation of harm to any patients.